Manufacturer narrative:
Block h6: medical device problem code a150207 captures the reportable event of delivery system difficult to remove. Block h10: a wallflex duodenal stent and delivery system were received for analysis. The stent was received completely deployed. Visual inspection was performed and no damages were noted to the stent and delivery system. The reported event of delivery system difficult to remove could not be confirmed. Taking all available information, there is no indication of what the customer reported because the device did not show any evidence of the reported event or any defect that could have contributed to the event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex enteral duodenal stent was to be implanted to treat a 2-3cm stricture in the duodenum during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed in the correct location confirmed with fluoroscopy and endoscopic view; however, when the delivery system was removed from the patient, the stent came out along with the delivery system. The procedure was cancelled and rescheduled due to this event. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex enteral duodenal stent was to be implanted to treat a 2-3 cm stricture in the duodenum during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed in the correct location confirmed with fluoroscopy and endoscopic view; however, when the delivery system was removed from the patient, the stent came out along with the delivery system. The procedure was cancelled and rescheduled due to this event. There were no patient complications as a result of this event.